Manufacturer narrative:
The device was not returned to the manufacturer and was reported to be discarded at the user facility.

Event description:
It was reported that during a bariatric or reflux procedure, when viewed through the scope. The device had a "white powder type substance" in the port. The device was not replaced, and the issue did not affect the procedure. There was no pt injury. The device was either 5mm or 12mm, and was discarded. Additional information was requested but no additional information was available.